Event description:
The customer reported that the pump screen was dark and would not turn on despite troubleshooting efforts. The impact on the customer's blood glucose level was unknown as the caller declined to provide information. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.